Manufacturer narrative:
Lot number and expiration date were updated. The customer returned the meter. The test strips were not returned. The strip lot in use was obtained from the meter memory. Relevant retention test strips (lot 144581-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was acceptable. The returned meter was measured with master lot strips in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor #1 hct: 47%, donor #2 hct: 38%. Donor #1 master lot: 2.7 inr , donor #1 customer's meter and master lot: 2.7 inr. Donor #2 master lot: 2.3 inr , donor #2 customer's meter and master lot: 2.3 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained of erroneous inr results on his coaguchek xs meter with serial number (B)(4). The customer tested 4 times within 7 hours and obtained the following results: 2.0 inr, 2.2 inr, 2.6 inr and 2.7 inr. The customer was sticking the same 2 fingers for all 4 tests. The customer¿s therapeutic range is 2-3 inr. No adverse event occurred. The customer is in good condition. On a follow up call, the customer indicated he tested later on the day of the event and obtained a result of 2.5 inr which was reported to his physician. No medication changes were made based on this result. On (B)(6) 2016 the customer also had a result of 2.0 inr on the meter. He believes this result is correct and will be reporting this result to his healthcare provider. The customer stated he has not taken his probiotic for the last 3-4 days. The meter and test strips have been requested for investigation.

Manufacturer narrative:
On a previous updated report the strip lot number was put in the serial number field instead of the lot number field.